Event description:
A home peritoneal dialysis pt reported that during fill 1, the cycler lost power. She became short of breath and felt pressure in her abdomen. It was then noticed that the fill bags (one 5-liter and one 2-liter) had almost emptied. Her prescribed fill volume is 2 liters. Power to the cycler could not be restored so she drained manually. She was able to fill a 5-liter drain bag to maximum capacity. She felt immediate relief after draining but still felt some pressure in her abdomen the next day. There was no serious injury or illness.